Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the ultra fast-fix curved device. Both implants were removed from the patient. A delay of less than 30 minutes occurred and no patient impact. A backup was used to complete the procedure.